Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, she was removing the reservoir when she noticed insulin inside the reservoir compartment. Customer's blood glucose was 93 mg/dl. Reservoir was inspected and no leaks or drops were noted on the reservoir. Customer stated she only saw a few drops in the compartment. Customer was advised to returned the reservoir and transfer guard. She agreed to return the reservoir for analysis.